Manufacturer narrative:
Additional data: h11. The sample evaluation identified the event was caused by damage to the charged couple device unit and image sensor.

Event description:
No additional customer info.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, the issue is attributed to electrical component problem, however, a definitive root cause could not be established. It is likely the following led to the malfunction: damage or deterioration of parts, environment problem like as dust/dirt/humidity, optical problem, overheating problem, and electrical problems like as signal loss or open circuit. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the bronchovideoscope image was blacking out while angulating. It was not specified during what type of device usage the reported event occurred. Multiple attempts were made to retrieve additional info from customer, however, no response was received. There was no reported patient injury or medical intervention associated with this event.